Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), calculus bladder ("small calcification"), cystitis noninfective ("inflamed bladder"), night sweats ("massive dripping night sweats for two weeks") and bladder pain ("bladder pain") and was found to have blood urine present ("blood in urine"). The patient was treated with hysterectomy. Essure was removed. At the time of the report, the pelvic pain, nausea, blood urine present, calculus bladder, cystitis noninfective and night sweats outcome was unknown and the bladder pain had resolved. The reporter considered bladder pain, blood urine present, calculus bladder, cystitis noninfective, nausea, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: bladder pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), calculus bladder ("small calcification"), cystitis noninfective ("inflamed bladder"), night sweats ("massive dripping night sweats for two weeks"), bladder pain ("bladder pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis") and arthralgia ("hip pain") and was found to have blood urine present ("blood in urine"). The patient was treated with hysterectomy. Essure was removed in (B)(6) 2001. At the time of the report, the pelvic pain, nausea, blood urine present, calculus bladder, cystitis noninfective, night sweats, chronic fatigue syndrome, arthritis and arthralgia outcome was unknown and the bladder pain had resolved. The reporter considered arthralgia, arthritis, bladder pain, blood urine present, calculus bladder, chronic fatigue syndrome, cystitis noninfective, nausea, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event arthritis, hip pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), calculus bladder ("small calcification"), cystitis noninfective ("inflamed bladder"), night sweats ("massive dripping night sweats for two weeks"), bladder pain ("bladder pain"), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis") and arthralgia ("hip pain") and was found to have blood urine present ("blood in urine"). The patient was treated with hysterectomy. Essure was removed in (B)(6) 2001. At the time of the report, the pelvic pain, nausea, blood urine present, calculus bladder, cystitis noninfective, night sweats, chronic fatigue syndrome, arthritis and arthralgia outcome was unknown and the bladder pain had resolved. The reporter considered arthralgia, arthritis, bladder pain, blood urine present, calculus bladder, chronic fatigue syndrome, cystitis noninfective, nausea, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), calculus bladder ("small calcification"), cystitis noninfective ("inflamed bladder"), night sweats ("massive dripping night sweats for two weeks"), bladder pain ("bladder pain") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have blood urine present ("blood in urine"). The patient was treated with hysterectomy. Essure was removed in (B)(6) 2001. At the time of the report, the pelvic pain, nausea, blood urine present, calculus bladder, cystitis noninfective, night sweats and chronic fatigue syndrome outcome was unknown and the bladder pain had resolved. The reporter considered bladder pain, blood urine present, calculus bladder, chronic fatigue syndrome, cystitis noninfective, nausea, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- bladder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added : cfs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), calculus bladder ("small calcification"), cystitis noninfective ("inflamed bladder") and night sweats ("massive dripping night sweats for two weeks") and was found to have blood urine present ("blood in urine"). The patient was treated with hysterectomy. At the time of the report, the pelvic pain, nausea, blood urine present, calculus bladder, cystitis noninfective and night sweats outcome was unknown. The reporter considered blood urine present, calculus bladder, cystitis noninfective, nausea, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, nausea, blood urine present, calculus bladder, cystitis noninfective and night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new event (night sweats) and reporter updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.